Event description:
The account alleges that the brakes will set on the bed, but will not always hold.

Manufacturer narrative:
The technician replaced the right head brake caster, and the left foot brake steer caster, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.